Event description:
During remote follow-up, under sensing was observed on the device. Technical support was contacted and reprogrammed the device the patient is stable and will continue to be monitored.